Manufacturer narrative:
The subject device was returned for investigation and inspected. The reported failure of difficulties to completely deflate the balloon was confirmed. During the investigation, the balloon was able to be completely deflated; however, it was noted that the deflation was slower than normal. Based on the investigation observations, the slow deflation can be attributed to the proximal end of the polyolefin being loose. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.

Event description:
It was reported that three shockwave c2 aero coronary intravascular lithotripsy (ivl) catheters were used during a procedure to treat a lesion in the coronary artery. The first c2 aero ivl catheter was prepped with a 50%/50% contrast-saline mix and did not completely deflate after delivering 10 pulses. The second c2 aero ivl catheter lost balloon pressure after delivering 30 pulses. The third balloon c2 aero ivl catheter successfully delivered 120 pulses to complete the procedure. There was no report of any patient harm that occurred.